Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: there were unexplained pump reboot events observed in the pump's black box. The battery compartment was cracked between the bumper pad and the cover. There was no damage to the returned battery cap. The battery cap contact measurements were in specifications. The returned battery cap was able to fully attach to the pump with no yellow o ring showing. The pump was exercised for 24 hours with a returned battery cap. No power issues were duplicated during the investigation. There was no evidence of internal moisture or damage to the power circuit found. The complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the display screen was found to be dim and discolored.